Event description:
Additional information received indicated another red alert on patient¿s remote monitoring system for high oor shock lead impedance (sli) on the right ventricular (rv) lead. The patient was checked and all measurements were in normal range. No intervention was performed at this time. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information received from the field representative that when the configuration was changed, the impedance measurement was in normal range. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.